Event description:
The customer reportedly obtained a 67 mg/dl on the accu-chek aviva system in comparison to the professional meter result of 180 mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer has depleted the supply of strips used during the event. The suspected product is unavailable for return; replacement was sent.